Manufacturer narrative:
Taper unk. The reporter of the complaint was asked to return the prod for analysis as well as to indicate the prod serial number, date of event, implant date and explant date. The info has not yet been rec'd by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Allergan has not rec'd the prod at this time. Therefore no analysis or testing has been done. No add'l info has been reported to allergan regarding the model number, diagnostic testing, pt data or further event details. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or connector tubing."

Event description:
Healthcare professional reported device fracture at port connection. Device was explanted.